Event description:
It was reported that low impedance was observed during device replacement. Analysis of the ICD revealed output circuit damage. It is believed that during a hv therapy delivery, the lead shorted the hv output circuitry within the ICD. Possible lead damage suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.